Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the manufacturer date (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation and the customer's allegation could not be confirmed or duplicated. The unit passed all functional tests and leak tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus that when preparing the device for use for an unspecified procedure, the camera head produced no image. There were no reports of patient harm or injury associated with the event. Additional details were requested regarding the reported event; however, the customer responded that no further information was available.